Event description:
Procedure type: according to the reporter: product: (B)(4), katarakt set. One of the users reacted with high allergic on the coat and cover, which are included in this set. Allergic is on the breathing. The user shows swelled mucosa to the point of breathlessness. The user knows about her latex allergy.

Manufacturer narrative:
(B)(4).